Event description:
The user's hearing performance with the device is affected. The decline in hearing was noticed around one and a half weeks prior to the annual programming appointment. The user was re-implanted on (B)(6) 2020.